Event description:
Customer reported the system will produce x-rays, but will not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restored the power supply. System operates as intended.